Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was frequently charging the implantable pulse generator (ipg). The patient's ipg was explanted and that the patient was doing well with good coverage postoperatively. The explanted ipg was discarded by the medical facility and will not be returned.